Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the patient had an appointment with the hcp for sensor removal and replacement on (B)(6) 2024. After the previous sensor was removed, the site was sutured instead of placing steri-strips as hcp doesn't like them. The symptoms like redness and swelling started appearing on (B)(6) 2024 at the site of removal. The patient consulted hcp who prescribed antibiotics (fusicutan). According to the latest update, the symptoms were getting better after the medication. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where patient developed infection at the site of sensor removal with symptoms of swelling and redness. The sensor was inserted on (B)(6) 2023 and the patient had the sensor removed on (B)(6) 2024. During the same appointment, the patient was inserted with a new sensor. The patient started experiencing symptoms on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics.